Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® conformable aaa endoprosthesis (cexc). During the treatment, the cexc was pushed up to implant a contralateral component into the contra gate. After all stent grafts were implanted, an angiography revealed a type ii endoleak and an unintentional coverage of right renal artery by the cexc. Additionally a stent was implanted into the right renal artery. The flow into the right renal artery showed no problem. No treatment for the type ii endoleak was reported. The patient tolerated the procedure. The physician stated, regarding the unintentional coverage, during the placement of the contralateral leg component as a bridge leg, the right renal artery may have been covered by the cexc when the cexc was pushed up. Reportedly, a hardwire caused the entire aorta to be extended, shortening the treatment length more than expected. This necessitated pushing up the cexc and the contralateral leg component.